Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose levels of 2.0 mmol/l and 2.2 mmol/l at the time of incident. It was reported that the customer blood glucose levels went up to 9.9 mmol/l when the customer went to bed. It was reported the customer treated with food. Troubleshooting was not completed during the call. Customer used auto mode. Based on customer does not alleged that the insulin pump was over delivering the insulin. Product is not expected to return for analysis.